Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s display presented only lines and appeared shattered, rendering the screen unreadable and the device unusable; the device was replaced and the user was instructed to revert to backup therapy and continue cgm use as available. Symptoms included no reported adverse health effects, and the user¿s glucose was reported as 79 mg/dl without impact. Outcomes included interruption of device therapy and the need for product replacement. Investigation included review of the complaint details and logistical confirmation of replacement and return. Investigation of this device revealed a damaged or broken display component consistent with physical damage to the user interface assembly, which could not support continued use. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to handling or external factors rather than a manufacturing defect.